Event description:
It was reported that the patient had a reaction the comfort hard soft splint that was issued. The device was received on 7-18-22 and used that evening with the reaction occurring within an hour of using. The patient reported experiencing asthma and tightening of the "large muscles of the throat" after wearing the device. On (B)(6) 2022 the device was discontinued with the reaction resolving in several hours depending on how long the device was used. The patient did not require any medical attention. However, the patient did use his singular and breo inhaler. The patient has environmental allergies and asthma. The current condition is noted as "stable." With regards to the device: the device was rinsed with water prior to the delivery. It is unknown how the patient cared for the device. The device as been returned.

Manufacturer narrative:
The device has not been returned. If/when there is more information provided, a supplemental report will be submitted.

Manufacturer narrative:
CAPA 2023-006 the device was returned, the investigation has been completed and the results are as follows: DHR results the DHR was reviewed for case# (B)(4) and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. Additionally the reported lot#e71448.15 / powder 86572.4 and lot#e71448-16 / powder: 86572-4 passed receiving inspection, c of a (certificate of analysis) from supplier (astron dental corporation) was also provided and verified the parts were qualified for release. Manufacturing date 04/28/2022 expiration date 04/28/2024. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results complaint investigator reviewed the returned device. Product was returned in the original case. Roughness - the flange was smooth; internal/external surfaces were smooth. Crack - no crack was found. Delamination - layers were intact and did not separate. Discoloration - the device appeared discolored due to the usage. General cleanliness - the returned device was observed clean. Case was returned intact. The returned device was visually inspected and no defect or abnormality was observed. There was no evidence found to indicate that the reported issue was caused by the device itself. Root cause a root cause for this complaint cannot be explicitly determined. IFU 012579 rev 1 (clearsplint instruction for use) states "brush and floss before using clearsplint. After use, rinse the bite splint with water and store dry. Clean bite splint with soap and warm water only." IFU 012579 rev 1 provides warning "do not clean or soak in mouthwash; do not use denture cleanser; do not place do not place the clearsplint in hot or boiling water or expose to excessive heat (such as direct sunlight). This may distort the appliance; do not use alcohol or hydrogen peroxide." It is possible that reactions could be caused by mouthwash, toothpaste, or soaking material. However, the customer did not provide the information regarding how the patient handled and maintained the device. Per rpt 012574 rev. 3 (clearsplint biocompatibility report), the device materials have been found to be biocompatible through the testing. There was no cytotoxic, sensitization, skin irritation, or oral mucosal irritation found in any of the test articles. Correction - d9 device available for evaluation / returned to manufacturer.

Manufacturer narrative:
Additional data: h6 (type of investigation code) corrected data: b2, b5, d1, h6 (health effect - impact code). CAPA 23-006. Manufacturer reference: comp-(B)(4).

Event description:
It was reported that the patient had a reaction to the astron clear splint that was issued.